Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mmx20mmx135cm sterling balloon catheter was advanced to dilate the lesion. However, upon inflation below rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported.